Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was reported to treat a re-stenosed lesion in the left main coronary artery. A non-abbott stent was implanted on (B)(6) 2021. On (B)(6) 2021, the previously deployed stent was re-stenosed, so another non-abbott stent was attempted to be used but failed to cross. A 2.25x12mm xience sierra stent delivery system (sds) was attempted but failed to cross due to interaction with the previously deployed stent, and the stent dislodged. A snare was attempted, but failed to remove the dislodged stent. A non-abbott balloon and non-abbott stent were used to embed the stent, and the patient is fine. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.